Manufacturer narrative:
H6: the patient confirmed that they are renting this ventilator from a dme provider. Ventec recommended that the patient contact their dme provider to obtain a replacement ventilator, as well as a return authorization for this device. Because the issue was reported directly to ventec by the patient, section e1, reporter first and last name, reflects the patient's initials and not their full name. Additionally, the dme provider has been listed in section e1, facility name and address. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A patient contacted ventec's after-hours answering service and reported that the display on their device was "busted" and that they "can't operate it any longer," suggesting that the device was in an inoperative state. No further details were provided. There were no reports that the device was in use when the reported issue was observed.